Event description:
Multiple attempts have been made to obtain more information regarding this event. At this time it is unclear what unit of cortoss as well as the patient and surgical details. A supplemental will be provided with additional details as they are learned.

Manufacturer narrative:
Device specific information has not been obtained.